Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush works intermittently and the brush heads come off [device breakage]. No adverse event [no adverse event]. Case description: a consumer reported that while using an oral-b vitality series toothbrush, the oral-b brushheads, version unknown come off. The reporter also stated that the toothbrush was purchased in (B)(6) of 2013, and it works intermittently. No symptoms developed.